Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient experienced elevated blood glucose levels of hi (greater than 600 mg/dl). The patient bolused twice without successfully lowering the blood glucose level. The patient went to the hospital and was treated via perfusor. The infusion device was requested to be returned for product evaluation.